Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer would not turn on and that the printer was not working. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer would not turn on, however the power supply was replaced as a preventive measure. Analysis did confirm the customer comment that the printer was not working, its switch was broken and the printer was replaced to resolve. Analysis further noted that the link electronic module (lem) test was failed at incoming testing and therefore the lem board was replaced and recalibrated, as well as the software being reconfigured and reloaded, the system fan was noisy and it was replaced, the stylus cable was bent but functional however the stylus cable was replaced as a preventive and the stylus calibrated to the touch screen and the keyboard connector was cracking and therefore the keyboard was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.